Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an ipg replacement procedure on (B)(6) 2025 [related manufacturer reference number: 3006705815-2024-09417] both of the leads were severed upon dissection. As a result, both leads were explanted, and one lead was replaced to address the issue.